Event description:
It was reported by the patient that their heart rate has recently dropped to 46 beats per minute and suspected the battery was depleting. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their heart rate has recently dropped to 46 beats per minute and suspected the battery was depleting. The device was explanted and replaced. Follow up information revealed that the device was replaced because it was at elective replacement indicator (eri). The physician's office was unaware of any allegations or complications related to the patient's symptoms. No patient complications have been reported as a result of this event.